Manufacturer narrative:
(B)(4). Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation of the device revealed a single shock impedance measurement of zero. All shock measurements after had returned to an acceptable range and have remained stable. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi) causing the single measurement of zero. No adverse patient effects were reported.